Event description:
Customer reported via phone call to have received a motor error alarm during priming. Customer's blood glucose was 125 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Pump passed the rewind, basic occlusion and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, belt clip slot, minor scratched display window.